Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that approximately two weeks post implant, this right ventricular lead dislodged. The physician attempted to reposition the lead however, the helix then failed to function as intended and the rv lead was removed and replaced. The explanted lead is intended to be returned for analysis; no resulting adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended and slightly tilted, position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations however it is unknown if the tilted helix position was contributory. Laboratory analysis was unable to conclusively determine the root cause of the reported dislodgment and helix problems.